Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, inflation could not be performed and upon first inflation the balloon ruptured. The device was removed without any issue using normal method and the procedure was completed with a different device. There were no complications reported and the patient is in good condition after the procedure.